Event description:
The customer reported false negative reactions with seraclone anti-d blend. The customer has neither returned the supposedly defective product nor the samples that had caused false negative test results. Therefore, our quality control laboratory tested the retained seraclone anti-d blend sample with different rh(d) positive red blood cells. All positive reactions were correct. We did not observe any false negative reaction. The potency of the retained sample was also tested. The required minimum titer has been met. Testing by our quality control laboratory confirmed that the allegedly defective lot of seraclone anti-d blend functions correctly. A review of the batch record documentation showed no irregularities which might have negatively affected the quality of the allegedly defective lot.

Manufacturer narrative:
This is our combined initial and final report on this incident.